Event description:
The complainant reported that a patient was implanted with an impella cp and an impella rp flex for mechanical circulatory support. The patient was transferred from an outside hospital in mult-organ failure. The patient was found to be in bi-ventricular heart failure and the decision was made to place on bipella (impella cp and impella rp flex) support. The impella cp was implanted via the right femoral artery without complications, followed by the impella rp flex via the right femoral vein with no complications. On bipella support day 2, it was noted that the patient¿s platelets dropped and the medical team considered testing for heparin induced thrombocytopenia. Additional information regarding the thrombocytopenia the patient experienced was not available in the complaint record accessible for MDR assessment at time of reporting. On bipella support day 4, it was noted that the patient had a poor neurological outlook. The patient¿s code status was changed to ¿do not resuscitate¿. On bipella support day 8, the family decided to withdraw the care of the patient. The patient¿s care was withdrawn and the patient expired. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella rp flex, with serial number (B)(6). This MDR specifically addresses pump 2: impella rp flex, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical review. Medical safety/clinical reviewed the event. The patient presented in cardiogenic shock from an acute myocardial infarction and underwent implantation of an impella cp device for left-sided mechanical circulatory support and an impella rp flex device for right-sided support. The following day, the patient experienced a decrease in platelet count, and thrombocytopenia was suspected. There were no other noted impella related concerns. On the subsequent day, plans were made to begin weaning mechanical circulatory support with consideration for device explant later that day. Sedation was discontinued, and the patient was observed to weakly follow commands; a poor neurological prognosis was noted. The patient's family elected to change code status to do-not-resuscitate while continuing medical care. Approximately five days later, care was withdrawn, and the patient expired. The event story involves two product complaints: impella cp - MDR 1220648-2026-00105: death. Impella rp flex: death. Related medical device reports: this impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.